Event description:
Related manufacturer reference number: 1627487-2022-01470 and 1627487-2022-01471. It was reported the patient experienced ineffective stimulation and a rash around the ipg site. Surgical intervention took place wherein the system was explanted. The rash has resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.